Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a broken tip. There was no report of patient involvement or reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.072¿ offset at the tips. Severely bent grips with an offset >0.05¿ are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Additionally, the instrument was found to have light charring on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument failed an electrical continuity test on 1 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument delivered intermitted energy with signs of arcing on 5 of 5 attempts. The instrument was found to have a broken conductor wire. Visual inspection displayed no signs of physical damage to the conductor wire. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly. The instrument grips were manually manipulated and failed the electric continuity test on 1 of 3 attempts, indicating a broken conductor wire. The conductor wire was broken in a location not visible. The instrument delivered intermitted energy with signs of arcing on 5 of 5 attempts. It would initially hesitate to deliver energy, then would deliver energy after rearranging the grips. The instrument was not fully functional.